Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events h3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Reportedly, customer loaded cold insulin into the cartridge, did not perform the proper air removal techniques and overfilled the cartridge. Additionally, reportedly, the customer is using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off label per the user guide. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was 109 mg/dl.